Event description:
On 2/27/91 an aus device was implanted. On 5/16/95 the cuff was revised. On 4/16/96 the balloon was revised. On 1/27/97 the cuff was removed from the pt and replaced due to urethral cuff erosion.